Manufacturer narrative:
Valve fittings were tightened to prevent further leaking and imris customer service engineer ordered the necessary parts to replace all leaking valves along with a new reservoir tank. The end user was notified of the finding and the ort300 remains functional.

Event description:
The customer notified imris customer service engineer via email, stating they had observed oil coming from the ort300 operating room table. The imris cse inspected the table and identified small amounts of hydraulic fluid leaking from the unpressurized fluid reservoir and from multiple valves within the pressurized hydraulic control system. No table functional issues were identified or reported. There was no patient involvement.